Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 368, 359, 417 mg/dl. The customer experienced the symptoms related to the high blood glucose such as nausea. The customer was treated with the insulin pump. The auto mode was active at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the infusion set cannula was bent. The insulin pump will not be returned for analysis.